Event description:
It was reported that during attempted implant the helix on the lead initially appeared to be out and when inserting the lead through the introducer the helix was retracted by the physician. However once the lead was placed the helix would not deploy. It was also reported that the lead impedance was high. Therefore the lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed. The lead was stretched and the distal conductor was stretched. The helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism (sleeve head) and blood in/on the helix/lobe mechanism. There was lead damage at implant.